Event description:
Customer reported issues with the insulin pump. Customer states that there is a scratch on the insulin pumps screen. The blood glucose reading is 128 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.